Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported a port-a-cath needle broke on (B)(6) 2023. Complainant is unaware of any patient harm. The port was immediately re-accessed without the desired numbing creams or support from pediatric child life. No other information was provided.